Event description:
Information received by medtronic indicated that the insulin pump got frozen and blank display and never worked again. Customer confirmed that the contacts on the battery cap were neither missing nor damaged. Customer stated that battery compartment was neither damaged nor corroded. The insert battery alarm did not display on the insulin pump screen. Customer stated that display did not return after insulin pump restart. Troubleshooting was performed, but the issues were unresolved. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump passed the displacement test, active current test and self test. Pump failed sleep current test due to high current caused by moisture damage on the electronic assembly. No blank display noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected alarms or alerts noted during testing. Verified pump alarmed pump error 63 variable 9 on (B)(6) 2022 at 08:37:01.000 and pump error 4 on (B)(6) 2022 at 08:37:01.000 due to hardware error, in pump's downloaded history. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor and force sensor.test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, serial number label fading, serial number label peeling, end cap address label fading, pillowing keypad overlay, keypad overlay texture damage and stained keypad overlay. Blank display and frozen screen were not observed during analysis. Blank display and frozen screen were not confirmed. Pump error 63 variable 9 and pump error 4 were confirmed due to hardware error. Unexpected battery power loss was confirmed due to moisture damage on the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.